Event description:
During initial vascular access, an iliac rupture occurred during dilation of the artery with a balloon. This rupture was repaired interventionally utilizing two wall stents. The procedure was subsequently converted to an aortc-uni-iliac approach including a surgical femoral to femoral crossover which was completed successfully. During the procedure, the pt sustained blood loss greater than 1 liter and requried transfusion. At the time of the initial report, the pt was recovering well.